Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported 209 errors occurred during procedure. Surgeon converted patient to photorefractive keratectomy instead.

Manufacturer narrative:
Device evaluation: field service specialist visited the account and observed problem. Did troubleshooting as required. Realigned digital encoder and verified stability. Did follow up visit as needed to verify z-encoder. Successfully completed standard service checks. No failure detected and system met amo specifications.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. Labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics at the time of this report has been submitted.